Event description:
It was reported that the patient bent over and felt a pop. X-ray confirmed the rod to rod connector pulled out.

Manufacturer narrative:
Method: risk assessment; result: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: because the complaint device was not received and lack of information, the exact cause of the disengagement is unknown.

Event description:
It was reported that the patient bent over and felt a pop. X-ray confirmed the rod to rod connector pulled out.